Event description:
The tip of the bio-interference screwdriver broke off in the patient's knee. The tip was found and removed. This report is based on perliminary information received by hospital which hospital has not had the opportunity to investigate or verify prior to the reporting date. Hospital has not conclusively determined the cause of this event. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.